Manufacturer narrative:
The specific dates and times of the processing runs from which patient tissue samples exhibited sub-optimal processing were not provided by the complainant. However, the complainant indicated that "underprocessed" patient tissues samples had been derived from the "factory 8hr xylene westchester-1" protocol only. The "factory 8hr xylene westchester-1" protocol, with a duration of 8 hours and 9 minutes, has been validated for use in this laboratory, and sub-optimal processing of patient tissue samples has not previously been reported to the manufacturer in relation to the use of this protocol. Investigation of this complaint found the instrument functioned as designed between 09 june 2021 and 17 july 2021, which is the period covered by the instrument logs provided. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. Specifically, information documented by the fas details that the sub-optimal processing of patient tissue samples was derived from the "factory 8hr xylene westchester-1" protocol in which tissue type and size of the affected tissue samples processed were detailed as: "liver, prostate, breast and appendix, tonsil" and "less than 3mm" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "factory 8hr xylene westchester-1" protocol with a duration of approximately 8 hours and 9 minutes is not appropriate for processing "liver, prostate, breast and appendix, tonsil" patient tissue samples of "less than 3mm" in size. The variance between the measured and the calculated ethanol concentration bottles 4 (ethanol), 5 (ethanol) and 6 (ethanol) is considered unlikely to have impacted the quality of processing of patient tissue samples, because the information available indicates that it is unlikely these reagents were scheduled for the final dehydration step of a protocol(s). The root cause of the discrepancy between the measured and calculated ethanol concentration in bottles 4 (ethanol), 5 (ethanol) and 6 (ethanol) may include a carryover setting lower than that required for the type(s) and size(s) of the patient tissue samples being processed. The information available indicates that the fas has provided technical support to adjust the carryover settings, as required.

Event description:
The complainant contacted leica biosystems in relation to histocore peloris 3 rapid tissue processor serial number (B)(4) and the following information was documented: "customer states that since (B)(6) 2021, sometimes when they run their 8hr processing protocol, a few cassettes within a processing run are underprocessed in the middle of the tissue." On (B)(6) 2021, the assigned leica applications technical team lead-core histology (fas) visited the customer site to obtain further information regarding the circumstances involved in this complaint. The fas documented the following: "customer states that since (B)(6) 2021, sometimes when they run their 8hr processing protocol, a few cassettes within a processing run are underprocessed in the middle of the tissue. All other processing protocols used have satisfactory results. Event code 17 for formalin bottles on (B)(6), (B)(6) show bottle reset after a short time after software notification. Does not allow for enough time to change reagent out. 6009 event codes show bottles are being removed during runs." The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was found to exceed the acceptable limit of 5% in bottles 4, 5 and 6. The measured ethanol concentration in bottles 4, 5 and 6 was 85%, 70% and 45% respectively; and the calculated ethanol concentration was 93%, 88, and 70% respectively. The fas resolved the issue by performing the following documented actions: "wax cleaning was disabled and reset to enabled by fas. Protocols reviewed with customer and discussed carryover values and adjusted accordingly. Reagent stations 4,5,6 were changed out with 70, 70, 80 percent ethanol, respectively. Reagents should not be changed during a run. Reagent stations should not be reset stations as changed if the contents are not actually changed out with fresh reagent." The fas documented that the specific number of affected runs from which the quality of processing of patient tissue samples was adversely impacted was not known, but indicated that the affected patient tissue samples were derived from the "factory 8hr xylene westchester" protocol executed in either retort a or b. The types and size of the affected patient tissue samples were detailed as: "liver, prostate, breast and appendix, tonsil" and "less than 3mm" respectively. On (B)(6) 2021, the assigned leica applications technical team lead-core histology received information that all patient cases involved in this event were diagnosable; and that re-biopsy of a patient(s) had not been either recommended or performed.